Event description:
The implant (actuator and extension rod) was implanted in the femur on (B)(6) 2012. Pt reported pain; x-ray showed the implant had bent. Implant was explanted on (B)(6) 2012, and pt was reimplanted with another intramedullary nail.

Manufacturer narrative:
The explanted device was delivered to ellipse on (B)(4), 2012. On receipt, the device was decontaminated. Visual inspection indicated that the actuator had cracked at the weld site on the outside diameter, likely a result of excess stress placed on the device caused by pt weight-bearing on the implant during the consolidation period. The device history records were reviewed and the device was within specifications at the time of manufacture.